Event description:
It was reported that high capture threshold was detected on the right ventricular (rv) lead. It slowly increased post-implant. During the procedure, the helix was not able to extend. The rv lead was replaced. The patient was stable pre, during, and post lead revision.